Event description:
It was reported by a non-medical professional that the patient underwent a procedure for tlif at l5-s1 where rhbmp-2 was mixed with autograft and placed directly into the spine. Subsequently, the patient was allegedly diagnosed with ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2009: patient presented with the pre-op diagnosis: l5-s1 degenerative disc disease and underwent right sided transforaminal lumbar interbody fusion with lateral fusion instrumentation, interbody fusion with ardis bone graft, autograft and small sponge of bmp. Per op-notes: ¿..we then distracted the disk space utilizing the incision jack to 12 mm. We then went ahead and applied the pedicle screws in the patient¿s left in situ. We then packed the interspace with auto and allograft, cancellous bone and then tapped a 9x26x12mm high graft packed with bone graft and rhbmp-2/ acs. We then placed the tisseel plug in the annulotomy followed by dropping the pedicle screws and rods on the patient¿ s rods and packed a small amount of lateral bone bilaterally. We then compressed gently bilaterally and locked the screws with the residual locking nut and then removed the post. The wound was irrigated and then the incision was closed. The patient tolerated the procedure well. ¿